Event description:
It was reported that a malfunction alarm occurred with a pump that displayed malfunction code 16. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not have a backup insulin therapy available and was advised by technical support to contact their healthcare provider.